Event description:
It was reported the patient presented remotely. Upon review of merlin.net transmissions, it was observed the patient's implantable cardioverter defibrillator was oversensing post paced t-waves. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Additional information: b5.

Event description:
New information received notes that post-paced t wave over-sensing persisted. No interventions were reported. The patient was stable.